Event description:
The physician claims that on the day of the event, (9 years after the graft was initially implanted) during an operation for a limb salvage, the right, distal end of the graft was found to be dilated and split in 2 places. The physician stated that it was not suitable for a donor site for the femoral-popliteal bypass procedure. The graft was excised (explanted) and replaced with a new dacron graft. The femoral-popliteal bypass proceeded as planned. Note: although the actual implant date appears, at this time, to be unk, the co is approximating the date in 1993 based upon the complaint info received.

Event description:
On 6/7/2002, the co learned that the batch number reported appears, at this time, to be incorrect. The correct batch number is unknown and appears, at this time, to be unattainable.